Event description:
Report received from an abbott international affilate of a catheter breaking following removal after a blood sample was taken. The report states: "in 2003, an abbocath t 22 was placed in a patient for the administration of serum (saline and/or glucose fluid for hydration and/or nutrition purposes). Previously, the nurse took blood samples using a venoject with the abbocath. Once the samples were taken, when the venoject was being removed from the hub of the catheter, the catheter broke. The hub of the catheter remained joined to the venoject. The nurse who was carrying out the procedure could take the broken catheter and remove it completely at the site of the puncture. There was not any migration of the catheter. There was not any injury or damage to the patient." Though requested, no additional info was provided.